Manufacturer narrative:
B3: date of event is estimated. D6: the implant date is estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation was unable to be determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This research article was a prospective study designed to evaluate aims to investigate the initial experience of the transcatheter edge-to-edge repair (teer) system, including the g4 system, particularly in terms of short-term outcomes in patients with mitral regurgitation (mr). Complications identified in the study included: hospitalization, in-hospital death, mortality at 30 days, single leaflet device attachment (slda), device embolization, leaflet tear, mitral valve surgery, all stroke, pericardial effusion, major bleeding, acute kidney injury, iatrogenic atrial septal defect closure. In conclusion, the ocean-mitral registry has demonstrated the short-term outcomes of teer systems, including the g4 system, in symptomatic patients with primary and secondary mr. The acute procedural success rate in the g2 system was excellent, and that in the g4 system was expected to improve with the multidisciplinary heart valve team approach. Details are listed in the attached article titled, "short-term outcomes following transcatheter edge-to-edge repair / insights from the ocean-mitral registry".